Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer indicated via phone call of unexplained low blood glucose of 24 mg/dl, which was treated with food. The customer was advised to remove the reservoir and run a manual prime and the customer thought that the settings were wrong. Troubleshooting found that the drive support cap was normal and that the customer had high blood glucose of unknown level yesterday but changed the set and resolved the issue. Customer was advised to monitor the pump and call back if issues persist.